Manufacturer narrative:
After receiving this complaint, we could not search for other complaint as the lot number is not available. Unfortunately we have not been given sufficient information to perform an investigation and no sample is available for our evaluation. From experience, silicone balloon bursting could come from various causes. In this cases we can not identify any specific root cause as unsufficient information has been provided to do so. The silicone balloon issue is known and followed. In parallel, a specific trend is monitored regarding the silicone balloon issue.

Event description:
According to the available information, the catheter balloon burst while inserted, and the catheter fell out. There was no injury or medical intervention reported.